Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported by the customer in colombia that during a laminectomy procedure on (B)(6) 2022, when ordering these screws to insert them into the vertebrae at the transpedicular level, we found that the equipment that was delivered was the basic equipment and did not have the special screws for spondylolisthesis. There were only 6 to 8 units of these screws, by chance, because the technical support found them elsewhere in the box. All the screws were of longer sizer than is required for normal vertebrae but the delicate event was at sacrum level in which all used screws of 6 or 6 mm that are longer than used in this area by not having smaller screws, increased the risk of injury to large abdominal vessels with its consequent complications including death. In addition, the material used to make the path of the screws through the pedicle were worn and the numbers were not observed, with the consequent difficulty to measure, increasing the risk of rupture of the abdominal vessels. The procedure was completed successfully without delay. There were no adverse patient consequences reported. No additional information was provided.